Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with a skin infection that was determined to be cellulitis. The patient also had a abscess. For treatment, the patient was prescribed clindamycin at 300 mg for 10 days. The pod was worn on the abdomen. The patient left the same day.